Event description:
It was reported that the right atrial (ra) lead was fractured, had high impedance, noise and high threshold. It was also reported that the right ventricular (rv) lead was fractured and had high impedance. The ra lead was capped and replaced and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.